Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent knee arthroplasty. Subsequently, the patient is being considered for a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vngd ssk psc tib brg 18x63/67 catalog# 183868 lot#804800. Vngd ssk intlk fmrl 65 rt catalog# 183304 lot# 808020. Biomet offset tibial tray 67 mm catalog# 141482 lot# 212320. Series a pat std 31 3 peg catalog# 184764 lot# 658900. Biomet tib block 10 mm 67 catalog# 141762 lot# 947920. Bmt splined knee stm 10x80 catalog# 141610 lot # 171970. Bmt splined knee stm 14x80 catalog# 141614 lot# 544380. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.